Event description:
It was reported that this was a closure using a proglide device relative to a watchman procedure. Reportedly, the foot may not have been deployed correctly in the vessel. The suture was caught in the device. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported difficulty deploying the foot could not be confirmed as the foot was successfully deployed and retracted the with no difficulty or resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the returned device condition, a conclusive cause could not be determined. Factors that contribute to difficult to opening or closing the foot and needle to cuff miss may include, but are not limited to, manufacturing, aggressive user technique, incorrect foot position. The subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.